Event description:
It was reported that after a freestyle libre 3 plus sensor replacement, the ilet displayed ¿dosing stopped, please enter bg,¿ and the sensor showed ¿sensor already in use¿ because it had been first scanned in the libre app instead of the ilet app; the agent guided the user to replace the sensor again and scan it with the ilet app, after which warmup displayed, and a fingerstick confirmation was attempted but the meter malfunctioned. Insufficient information was available for glucose values, but no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem related to an improper procedure when starting the sensor, with no applicable internal ilet component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and incorrect setup procedure.

Manufacturer narrative:
Initial.